Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional via the manufacturer representative reported that device explant was planned for (B)(6)-2015. The circumstances leading to the event were unknown. Diagnostic testing or troubleshooting was not performed at this point, and the issue was not resolved at the time of follow up. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3708220, serial# (B)(4) , implanted: 2013 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3986a, lot# n319669, implanted: 2013 (B)(6); product type lead product ID 3987a, lot# n347580, implanted: 2013 (B)(6); product type lead product ID 3986a, lot# n349634, implanted: 2013 (B)(6); product type lead product ID 3987a, lot# n351603, implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2015 (B)(6); product type extension. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported the implantable neurostimulator (ins) was overdischarged. It was noted that this was the patient first overdischarge. It was further noted that a physician mode recharge (pmr) was done and the ins was successfully reset. It was noted that a power on reset (por) occurred. It was further noted the error code accompanying the por was unknown. The reporter stated, the patient had trouble recharging so they had not been recharging. The reporter further stated, the patient would like to have their ins pocket revised. It was noted, the ins was implanted at an angle in the patient's abdomen. It was further noted, the patient was only able to get between 2-4 coupling bars while charging. It was noted, the patient had less than 50% therapy relief. It was further noted, the patient status at the time of this report was alive with no injury. Additional information received reported the patient was able to charge, but charging was difficult to do due to the position of the ins. It was noted the patient was receiving effective therapy at the time of this report. It was further noted the patient had a follow up appointment scheduled with their healthcare professional (hcp) on 2014 (B)(6). The reporter stated, the patient planned to talk to their hcp about a pocket revision. Later, it was reported, the battery was moved from the abdomen to the back. Sometime after the surgery, it began to get infected. The doctor put the patient on antibiotics to save the implant. The extensions were showing from the wound site and it was still badly infected. The doctor was going to remove the device. There was redness, swelling, and drainage at the incision site. The extensions were starting to come out of the wound. The patient had open wounds with extensions exposed. Surgical intervention was planned but not yet scheduled. Relevant medical history included spinal pain.